Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a wide intrinsic morphology. The sensing vector at the time of the shock was set to the secondary sensing vector. Technical services discussed some testing and programming options. Also, the doctor was wondering why there was an atrial fibrillation alert but there were no stored episodes. Technical services advised the duration of the events may not have been long enough to be stored. There were no additional adverse patient effects. The system remains implanted.